Manufacturer narrative:
Unit not received in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected power loss alarms noted during testing. Pump trace download analysis confirmed the pump alarmed power error alarms or replace battery now alarms. The power management tool confirmed power error alarms and replace battery now alarms was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched casing, severe scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and corrosion in battery tube.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without prior low battery alert. The customer's blood glucose was 91 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.